Event description:
Atrial unipolar lead impedance warning on (B)(6) 2020. Lead was measuring 190 ohms. Threshold is 200 ohms. Currently the lead is measuring 228 ohms. Lead is programmed bipolar. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).